Event description:
A critically ill pt who was on complete ventilatory support with high fio2 and in renal failure required continuous renal replacement therapy (crrt) using the prisma dialysis pump. The pt was placed on therapy and an hour into the treatment the return pressures dropped causing multiple alarms and discontinuation of therapy. A new prisma was obtained and a new system was primed, the second system went down and then a third system was discontinued with blood loss to the pt. Multiple alarms were obtained and all attempts at trouble shooting were unsuccessful. The nurses kept the system operational until the next morning when the technician from cobe reported that the pressure pod seals were defective on the two pumps checked. The technician stated that these seals should be replaced every 3 months.